Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported event of a contact force issue was confirmed. The catheter had been bent and fractured just under electrode 4, fracturing the internal conductor wires of the deformable body thermocouple, consistent with the error message and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the shaft fracture could not be conclusively determined.

Event description:
This report is to advise of an event observed during analysis which revealed a fracture.